Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that when removing a .018 hi-torque command guide wires from inside an unspecified guiding catheter the guide wire the polymer coating came off. Another .018 hi-torque command guide wire was used; however, same issue occurred. No coating was left in the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled/delaminated polymer was confirmed as polymer separation. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that after removal of the guide wire from a guide catheter, the polymer was observed to have come off the wire. Analysis of the returned wire confirmed the polymer peeling as polymer separation. Factors that may contribute to separated polymer include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. In this case, it is possible that during removal, interaction between the guide wire and catheter, contributed to the polymer peeling; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.